Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call air bubbles anomaly on the reservoir. Customer's blood glucose level was unknown. Troubleshooting for air bubbles was performed. Customer advised that the air bubbles anomaly recurred inside their reservoirs when they use the insulin pump. Caller believed they received air bubbles because they did not sit down correctly. Caller advised they would try a new reservoir and monitor how it worked. The reservoir was not returned for analysis.